Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he woke up in the morning at the end of his treatment, the patient discovered one of his stay safe connector pins had fallen out and fluid had leaked on his bed and his floor. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection and his effluent has remained clear. He was prescribed 1 gram of prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.